Event description:
It was reported that the insulin gauge was inaccurate. There was no adverse impact to the customer¿s blood glucose level. Technical support educated the customer on using room temperature insulin to fill the cartridge and assisted in filling and loading a new cartridge. The customer was advised to monitor the situation and follow up if necessary.